Manufacturer narrative:
The device was evaluated onsite by a field service representative and a quality investigation was conducted based on the eval. The investigation found that wires had been pulled out of the power plug. Over extended years of use of the power plug wires can detach from the power plug causing loss of system function. The power cord was replaced and the rover was repaired.

Event description:
It was reported that while preparing for a procedure, the nurse received a shock while plugging the power cord for the neptune rover into the wall socket. She did not require medical treatment as a result of the event.